Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2013; 5076-65 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing information. 176,802 high impedance paces recorded post lead warning on (B)(6) 2013. 54,764 non-physiologic senses post lead warning on (B)(6) 2013.

Event description:
It was reported that the patient presented to the hospital after experiencing asystole, dizziness, and a fall which directly impacted the pacemaker area. An interrogation indicated a polarity switch on the right ventricular (rv) lead. Interrogation showed a suspect fracture evident of noise, high impedance, high threshold, and loss of capture. Oversensing was reproducible with movement. Reprogramming was performed. Subsequently, an open thoracotomy was performed due to complications with laser extraction of the lead. The lead was partially explanted and was replaced. No further patient complications have been reported as a result of this event.